Manufacturer narrative:
Per issue, customer is taking antibiotics. Patient's current medication may affect coagulation test and contribute to inaccurate inr or errors in testing. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 4.7, 2nd inr: 5.9, mean: 5.3, sd 0.85, %cv: 16.00. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inr results from (B)(6) 2010 was excluded because time between testings exceeded three hours. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Patient taking antibiotics may affect inr testing. No product was expected to be returned. Retain strip test result comparison met precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant result with meter: date: (B)(6) 2010, inratio: 2.3. Date: (B)(6) 2011, inratio: 4.7, retest inratio: 5.9. Patient is currently taking antibiotics.